Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the drawer was not detected on the communication bus. A field service engineer replaced the scuffed-up drawer retractors and the drawer controller board. After testing, the med station is now fully operational. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.